Manufacturer narrative:
Findings: no button response due to flattened esc, act, up, down buttons dome switch. Inspected on lcd connector and no unlocked connector noted. Pump received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 200 mg/dl. The customer stated the act button does not respond all the time, when she presses the up and down button the numbers just scroll fast. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.